Event description:
The customer reported that during use in a shoulder arthroscopy, the head of the shaver burr detached from the device into the surgical site. It was reported that the burr head was retrieved without injury or surgical delay.

Manufacturer narrative:
Investigation results: all parts of this product were received. An eval of the device found the burr head detached from the inner tube. This failure was found to be related to the weld penetration. A corrective action is in place for this failure mode.